Event description:
It was reported that the device had premature battery depletion. The device was explanted and was replaced. It was also reported that the right atrial (ra) lead had a very high threshold which contributed to the rapid battery depletion. The lead was capped and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4092-58 implantable pacing lead 2009 (B)(6); vedr01 implantable pulse generator (ipg) 2009 (B)(6). (B)(4).